Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
H2 correction. H6 type of investigation - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the, at approximately 2:00 am, the husband found the patient not breathing. He immediately called for an ambulance. At that time, the cgm reading would have been inaccurate, but no specific reading was reported. The patient was unsure if alerts were received, as she was unconsciousness at that time. While in the ambulance, a fingerstick was taken and the blood glucose was 44 mg/dl. It is unknown what the cgm reading was at that moment. The patient was transported to the hospital. At the hospital the patient was diagnosed with pneumonia and was placed on a breathing machine. Her husband informed the medical staff that her glucose level needed to be rechecked; however, according to the husband, the nurse and doctor focused primarily on her breathing. The patient was intubated for almost two days. According to the patient, the hospital did not administer treatment specifically for hypoglycemia, as their focus remained on managing her respiratory condition. The patient remained hospitalized for approximately one week. During her stay, she was administered fast-acting insulin, although she could not recall the exact dosage. When the patient was discharged the blood glucose reading was 180 mg/dl. Following discharge, the patient was referred to a physical therapist due to loss of sensation in her fingertips and difficulty walking, which were still present at the time of the report. No further medication was reported. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - respiratory arrest. H6: health effect clinical code - ventilator dependent.